Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 keypad test fails. Technical support documented that case front keypad assembly was replaced and the issue was resolved. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/07/2013 to the present date 10/09/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that while running preventative maintenance, the keypad test failed. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that while running preventative maintenance, the keypad test failed. There was no patient involvement.